Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) was electively replaced due to the recall on this model device. No adverse patient symptoms were reported.